Event description:
The cable to the cardiac monitor was inadvertently and forcefully disconnected when a staff member's legs reportedly became entangled in the cable. When the cable was reinserted into the cardiac monitor, the monitor would not recognize the cable. A new cardiac monitor was immediately obtained.